Manufacturer narrative:
As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector region, with the helix retracted and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During an in-clinic follow-up, an x-ray was performed and the right ventricular (rv) lead was found to be dislodged due to twiddler syndrome. A revision procedure was performed and the rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.